Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited noise, oversensing, and pacing inhibition. The noise was reproducible with movement by the patient, however was unable to be reproduced with aggressive isometrics or with deep breathing. A revision procedure took place and the lead was capped and the device was explanted. No additional adverse patient effects were reported.